Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional pro-code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022 intra-op plate was placed for a proximal humerus fracture. The most top anterior screw hole was drilled with the locking drill guide, but the locking screw stripped when it engaged with the plate. A different plate was placed without issue. Surgery/procedure was completed successfully. There was no surgical delay. There was no fragments generated and no patient consequences. This complaint involves two (2) devices: this report is for one (1) 3.5 lcp prox hum pl-long 12h sft/268, this is report 1 of 2 for complaint (B)(4).